Event description:
On (B)(4) 2012, customer reported that the immage system generated false positive rheumatoid factor (rf) results for 17 patient samples. Customer stated that no erroneous results were reported out of the laboratory. Customer was using rf reagent lot m103174. Customer stated that they run rf in duplicate, and when the duplicates do not match they repeat the samples. Customer stated that the instrument performed within expected ranges for accuracy and precision, that quality control (qc) was good, and qc run before and after the event was also good. Customer also noted that they observed teflon flaking from the wash head. Field service engineer (fse) inspected the instrument on (B)(4) 2012, and ran 9 repetitions of vigil level 2 and 3 as a baseline. Fse noted that all level 2 repetitions were scattered, and level 3 was more precise but elevated. Fse replaced the wash head and performed all alignments. Fse ran another 9 repetitions of precision study for vigil 2 and 3. Fse noted that all level 2 results were within 1 standard deviation of the assigned mean, and level 3 was still elevated, however, precision had improved slightly. Fse advised customer to re-evaluate the level 3 mean. Fse also ran rf control (level 1biorad) precision study. Fse noted that all repetitions were low, but found that the qc material was over 5 days old. Fse instructed the customer to run the instrument in the morning and call if any issues arise. To date customer has not reported any issues.